Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed in three segments from the terminal pin and no cuts were noted. No tests conducted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information indicates that this right ventricular (rv) lead was cut by the physician during the procedure. Boston scientific technical services (ts) discussed that the physician will need to turn the entire lead body to retract the helix and remove the lead. The right ventricular (rv) lead was explanted successfully. No additional adverse patient effects were reported.